Manufacturer narrative:
Unit received with operational currents within spec and passed self test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarms noted during testing. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with missing display window cover.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged and alarmed failed battery. The customer¿s blood glucose level was 7mmol/ l at the time of the incident. The customer reported that there was a crack on her pump and battery fail alarm and think it was because of the crack on the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.